Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. Detailed analysis confirmed that the inner conductor coil stretched-out/deformed near the tip end. It was not possible to test the helix mechanism due to the deformed inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to become deformed, which contributed to the reported clinical observations.

Event description:
It was originally reported that after repositioning the lead three times, the helix no longer extended. A new lead was used to complete the procedure and there were no patient complications. Returned device analysis determined that the lead had a stretched-out/deformed inner coil near the lead tip.